Manufacturer narrative:
(B)(4).

Event description:
It was reported via sprinklr that an alert/notification settings issue occurred. On approximately (B)(6) 2025, the patient reported that she was not alerted by her dexcom device, which caused her to wake up in an ambulance on the way to the hospital. No patient symptoms were reported. No cgm or bg meter values were reported. There was no information of what medication or treatment the patient may have received. It was also not specified how long the patient was in the ER prior to being discharged. Attempts to reach the patient for further event details were unsuccessful. Data has been requested but is pending evaluation. A follow up report will be submitted upon completion. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). B5: describe event or problem - additional h2: additional information h6: investigation findings - additional h6: investigation conclusion - additional.

Event description:
Subsequent to the initial MDR, data was provided for investigation. Data investigation could not confirm the allegation. The event date as alleged is approximate. A sensor session was started on (B)(6) 2025 at 01:44 pm. Confirmation of the complaint was undetermined via data. The probable cause could not be determined via data. No additional patient or event information is available.